Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a cover lower door cap and motion batteries were replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been received by the manufacture for evaluation.

Event description:
A site representative reported that while outside of procedure, the battery voltage low. It was reported that a power connection was needed to move the imaging system out of surgery room and the door cover was damaged. There was no patient present at the time of the issue.